Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with pulse generator operating in backup vvi mode. After a firmware download the device resumed normal function. The patient was stable.